Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer account to address the reported event. During servicing, fse replaced the bent sample nozzle. Fse verified alignments. The customer ran quality controls (qc) and passed with acceptable results. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-360 operator's manual the safety precautions section states to contact an authorized tosoh representative in case of repair being required. Uncap primary tubes warning label: please be sure to remove the cap of primary tubes and to set it on the carousel. Operation will damage the parts in the aia-360, with a cap attached. The most probable cause of the bent sample nozzle was likely due to the cap being left on the primary tube.

Event description:
A customer reported that the sample nozzle was bent on the aia-360 instrument. The instrument was down. Field service engineering (fse) was dispatched to address the reported event, which resulted in a delay of parathyroid (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.